Manufacturer narrative:
Surgeon described during his procedure that upon insertion of set screws and final tightening, issues occurred with implant system. Implant deformation impeded final tightening.

Event description:
Surgeon described during his procedure that upon insertion of set screws and final tightening, issues occurred with implant system. Implant deformation impeded final tightening.